Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7966025, product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 7966025, 510k # k091813 was cleared in the united states. A review of intraoperative radiographic images show sovereign positioned at l5-s1 for an unstable spondylolisthesis. Initial films show near reduction of spondylolisthesis with implant posteriorly positioned, but with minimal screw endplate purchase. Post-op x-ray shows complete spitting of device anteriorly with collapse of l5 disc space, recurrence of slip and loss of purchase of all screws. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified surgical procedure to treat mobile spondylolisthesis with an interbody device at l5-s1. Reportedly, the screw at s1 was implanted into an osteophyte. 3 days post-operatively the osteophyte broke away causing the screw to become unstable and dislodge. 10 days post-operatively the patient underwent a posterior revision procedure, replacing the interbody device and adding supplemental posterior fixation. No additional complications were reported.